Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the sterilization paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The review of the sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2005, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. After the implant, the patient experienced multiple hospitalizations secondary to fever, chills, lower back and abdominal pain with no known cause. On (B)(6) 2005, the patient was admitted to the hospital with high fever, chills, and abdominal pain. It was assessed by the physicians that the patient had an infected stent graft. On (B)(6) 2005, the devices were explanted. No pathology of the devices was available. The patient tolerated the procedure.